Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level was 330 mg/dl. Reportedly, the customer had filled the cartridge with cold insulin. Tandem technical support advised the customer against filling the cartridge with cold insulin as this may result in air bubbles.